Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005639 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with (work instructions) wi guideline for test of reference samples version 11 for no malfunction based on complaint information. Complaint investigations. Sample was provided and there is no visible damages or defects at the needle. The following tests were performed: *visual inspection according to with (work instructions) wi version 9, 1 unused set passed. A batch record review was conducted resulting in the following: the lot 6005639 was manufactured according to the DHR 4902172 version 44 on the multivac 07, on 18/feb/2022, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. The lot was sterilized and released, based on review of results of sterilization. A query was run in tw against malfunction, harm code hc05 03 infection and lot 6005639 and no other complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: malfunction and harm reported has been unconfirmed on samples returned, no non-conformance (nc) raised during production, no other one complaint has been registered in tw since the last 12 months. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
It was reported that four days post-implant, the patient died. It was also noted that the patient experienced tricuspid regurgitation during implant and the physician declined to flush and proceeded to cut one side of the tether. They had difficulty pulling the tether out of the delivery tool and they decided to flush even though they had already cut the tether. The physician noted that the tether became loose/ there was no tension on it following the first deployment leading to the tether getting tangled and looped on itself

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.